Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 rf generator; model #: m-5463-02; serial #: (B)(4). Coolflow pump; mfg #: coolflow pump; serial #: (B)(4). Soundstar catheter; model #: unknown; lot #: unknown. (B)(4).

Event description:
It is reported that during ablation for the atrial fibrillation (afib) procedure, the patient¿s heart rate increased and the patient went hypotensive. The patient had a pericardial effusion prior to the procedure, but it got larger. A pericardiocentesis was performed. The patient was sent to the or. Upon request, additional information was provided on the event. The event was not life threatening. The physician had confirmed isolation of the left pulmonary veins and moved the ablation catheter to the right pulmonary veins and was ablating. There was an increase in the heart rate, but the blood pressure lowered. The pericardial effusion on the ultrasound was larger than pre-procedure. A pericardiocentesis was performed. The patient continued bleeding and was taken to surgery for repair. The repair was successful. The patient fully recovered with no residual effects. The physician reported that the patient was stable. The physician¿s opinion regarding the causality of the adverse event was that it was possibly procedure related while ablating in the left atrium near the roof location. The physician did not experience any issue in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to power control mode at 20 ¿ 40 watts. The temperature cut-off setting was set to 40 and the flow setting was set to 8 ¿ 15ml/min. The long sheath used with the ablation catheter was the mobicath. The act was maintained at 300 ¿ 350.